Event description:
It was reported that upon device interrogation multiple episodes of right ventricular oversensing was observed. The physician decided not to take any actions. No patient consequences were reported.

Manufacturer narrative:
(B)(4).